Event description:
It was reported that approximately two years and three months of post port placement, the port allegedly found to be damaged and had extravasation issues upon performing CT examination. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years and three months of post port placement, the port allegedly found to be damaged and had extravasation issues upon performing CT examination. The current status of the patient is unknown.

Event description:
It was reported that approximately two years and two months post port placement, the port allegedly found to be damaged and had extravasation issues upon performing CT examination. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation; however, four medical images were provided for review. The images review confirms contrast extravasation near the level of the clavicle. Therefore, the investigation is confirmed for the reported fluid leak issue. However, the investigation is inconclusive for the reported fracture issue as no evidence related to catheter fracture was noted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.